Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that login to pyxis was not possible. A field service engineer (fse) found that the bio ID cable was loose and caused the connection to turn on and off. The usb cable was secured temporarily, and usb power settings were disabled in device manager. The site support team was contacted to send a new bio ID and cable, and confirmation was received that the parts would be shipped. A replacement bio ID was installed, but it did not work in the hardware test application (hta), even after trying different ports and units. It was found that the new part needed drivers. The drivers were downloaded to the station, and the bio ID started working in hardware test application. The station was set to password login, so it was changed to bio ID login. After that, login was successful multiple times the system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower user was unable to login pyxis and its required witness. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower user was unable to login pyxis and its required witness. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.